Manufacturer narrative:
Failure analysis noted that the pump had no button response and button error due to flattened dome switch on act button. The pump had cracked reservoir tube lip. There was no moisture damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 158 mg/dl at the time of incident. The customer stated that the pump alarmed button error. She stated that she was getting out of the tub and was holding the pump in her mouth. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.